Event description:
It was reported that impedances were fluctuating at contacts 0-4 when testing impedances with the patient running through motions. The patient was unable to turn stim up therefore making it ineffective for them. It was unknown what may have led to the issue. The implant and lead were explanted and it was noted the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H4: serial number of the implantable neurostimulator (ins) updated g2. Foreign: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c190, serial# (B)(6) , implanted: (B)(6) 2018, explanted: (B)(6) 2025, UDI: (B)(4), product type lead h2. Correction: please note, h6 codes b17 and c20 no longer apply to this report. Upon further review, g02003 was incorrectly applied previously. H3. The returned lead (serial # (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the braid and #0-7 conductors were broken; approximately 8.1 cm from the distal end of the lead. Analysis identified that there was a broken braid and a breach due to environmental stress crack (esc) on the outer insulation of the body of the lead 5.7 cm from the distal end. The returned implantable neurostimulator (ins) [serial # (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.